Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. Additional information has been requested, and we will report accordingly when it becomes available. The full event site name is (B)(6) medical center.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) would not power up. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and there was no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and found some type of clear solution had come in through the catheter port and pooled into the safety disk and then dripped down onto the power management board. The fse reported that the liquid did not look like blood, and no blood back event was reported. When the fse 1st received the iabp unit, it would not power on and had the smell of burned electronics. Due to the visible damage, the fse opted to replace the power management board and pneumatic interface module (pim). The unit was able to boot up, but it would power up on its own, as soon as the batteries were inserted. To remedy this issue, the fse replaced the executive processor board, calibrated the unit and started to perform a preventative maintenance. The fse then found that the autofill function was not filling the balloon. The fse replaced the fill manifold assembly, and the iabp unit would now pass manifold tests and autofill was working. The unit would run in user mode and passed all tests. The fse checked the fault logs and observed faults 54 and 71, which mentions the one wire lan and directs to go into data configuration and check to see if all boards are present. The unit was only recognizing two boards, vidg and disp. The fse attempted to reload the software, then the unit would get stuck on the maquet logo screen and would not boot up. The fse then determined that the software usb he was using was corrupt. After fixing the issue caused by the bad software, the fse decided to order and replace the backplane board. Once it was replaced it did not fix the issue. The fse put the original backplane board on, and continued troubleshooting. The final issue ended up being one of the lithium ion batteries. It had an internal issue that was shorting out the one wire lan when inserted into the machine. The battery was ordered and replaced. The fse ran the unit on a balloon for 24 hours and had no faults or issues. The iabp unit passed all functional and safety tests, was returned to the customer for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) would not power up. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and there was no adverse event reported.